Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. Of the data provided, only the sodium result was discrepant and potentially reported outside the laboratory. The initial result from a sample cup processed by the modular preanalytic instrument (mpa) was 168 mmol/l with a data flag. The repeat result was 142 mmol/l. No information was provided to determine if the erroneous result was reported outside the laboratory. Clarification has been requested. The patient was not adversely affected. The sodium electrode lot number and expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation was unable to determine a specific root cause. The results observed by the customer are usually due to air in the sample channel, leakage current coming from the waste or an old and/or expired reference electrode. Since only one sample was affectd, a systematic issue can be excluded. An instrument malfunction could not be detected.